Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic presented for lead revision due to the right atrial lead exhibiting high capture thresholds. The lead was explanted and replaced. Patient was stable post procedure.